Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿when testing there was a loud noise from the motor¿ was verified and duplicated by plunger travel test. Invalid syringe size, travel reverse error- check clutch/plunger lever alarm found from history. Replaced clutches, motor, lead screw and size pot for invalid syringe size. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿when testing there is a loud noise from the motor¿; during device evaluation it was found travel reverse error- check clutch/plunger lever alarm found from history. There was no patient involvement.